Event description:
It was reported that the customer had a low blood glucose but no hospitalized. The customer's blood glucose level was 32 mg/dl. The customer was treated with liquid glucagon. The troubleshoot was performed. The customer was advised to monitor insulin pump and call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.